Event description:
Primary surgery - due to the center screw of the baseplate breaking off in the patient's glenoid during implantation. The baseplate seemed to be progressing normally right up until expected resistance is met as the screw begins to engage the far cortex. At this point, the baseplate began spinning freely with no resistance. The baseplate was removed and the fractured screw portion was left in the patient and another baseplate was used.

Manufacturer narrative:
Manufacturer narrative: the reason for this primary surgery complaint was due to the central screw of the reverse shoulder prosthesis (rsp) baseplate breaking. No information was provided about any patient activities, trauma or medical contraindications. Further investigation can be performed only if the information regarding patient's activities, physiology and x-rays of prosthesis or surgical reports are provided. The agent was present when the issue occurred; the device was not examined before use. Another suitable device was available, and surgery was completed as intended with a one hour delay. The surgeon indicated there was a significant adverse event. The remainder of the reverse shoulder prosthesis (rsp) baseplate was returned to djo surgical and examined, confirming the complaint. Overall the baseplate was in good condition showing minor scuff marks on the outer diameter of the flange indicative of implantation. The fracture pattern of the broken surface confirms torsional failure. A review of the device history record (DHR) was conducted for the incident component. There was one non-conforming material report (ncmr) associated with part 508-32-204, lot 769p1288. Non-conforming material report (ncmr) number 34251 was written for undersized condition of the length of the machined blank (50832204-001) on all components. The parts were disposition to use as is with the justification "parts will be machined further to match catalogue level print 508-32-204. Reduction in stock material does not impact ability to meet catalogue level print dimensions. Non-conforming material report (ncmr) is to remain with the parts and outside supplier processing (osp) machining supplier is to be notified of defect prior to outside supplier processing (osp) shipment." Screw diameters and lengths met all dimensional specifications and material certificates were conforming. The device history record (DHR) evidence that all critical dimensions and specifications were met when the product was released from djo surgical. A known failure mode for the reverse shoulder prosthesis (rsp) baseplate is breakage of the central screw feature of the product. This has occurred post-operatively, and, rarely, during surgery. In this particular complaint, the reverse shoulder prosthesis (rsp) baseplate broke during surgery. When the central screw feature breaks during surgery, the reason most often identified is that the surgeon encountered hard, usually cortical, bone and was having difficulty advancing the screw further. The surgeon then applies additional torque to the reverse shoulder prosthesis (rsp) baseplate which can exceed the ti6al4v material's ultimate strength. This seems to be the case in this incident. It is also possible that the central screw can break in a bending mode if a large lateral load is applied to the hex driver while advancing the reverse shoulder prosthesis (rsp) baseplate, but this is less likely. Complaint history was reviewed. The current complaint is the first for the incident lot number, 769p1228. The p2 reverse shoulder prosthesis (rsp) baseplate was released in 2014. Since that time 10646 units were sold through the end of 2017. 3 central screw failures have occurred during the implantation process, a failure rate of 0.028%. This failure rate does not indicate an adverse trend. Complaint rates will continue to be monitored through the standard complaint investigation process. While the root cause cannot be determined definitively, it is most likely that the central screw of the reverse shoulder prosthesis (rsp) baseplate fractured in torsion during implantation due to the surgeon encountering abnormally hard bone while advancing the screw with the hex driver. There was no information reported that evidences a material, design, or manufacturing problem with the product. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.